Event description:
According to the distributor report, demabond topical skin adhesive was used in the dermabond long incision study and the patient developed inflammation of the right breast. Investigator noted that the severity of the event was mild, the relationship to the device is listed as possible, and the patient was treated with caphacid. No microbiologic cultures were performed and the lot number is not available.